Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button switch was damaged. The cause of the inability to activate the monitor is the damaged switch. The root cause of the damaged switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would not activate the monitor.